Event description:
It was reported that upon interrogation prior to the procedure for generator replacement due to elective replacement indicator, the right ventricle (rv) lead exhibited high threshold and intermittent capture in the unipolar configuration. During the procedure, it was observed that the rv lead had been implanted in the middle cardiac vein. The tip of the electrode displayed a motion consistent with this finding and was also thought to be the cause of the high capture threshold. The physician decided to cap the lead on (B)(6) 2025 and replaced with a new lead. The patient was stable prior to, during and following the procedure.